Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). Visual inspection revealed no anomalies. Bench analysis found that both supercaps failed in-circuit, surge current was below normal, and a battery removal test failed. After both supercaps were replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
Product event summary #the generator failed an incoming vxi test due to the main printed circuit board being out of specification in an electrical manner. With the rate set to 70 paces per minute and the atrial and ventricular outputs set to 10 milliamperes with the backlight and menu off the battery was ejected and the generator shut off after 1 second. The test was performed five times with the same result. Analysis also noted that the upper and lower cases were broken and contaminated, the battery release was contaminated, the bail covers were broken, the ring cover, ring cover screw and ring were missing, the battery contacts were compressed, the keyboard scratched and the serial number label torn. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.